Event description:
It was reported that during mca aneurysm embolization case, physician used a guide wire to bring a micro catheter to the target site. Then he delivered the subject stent into the micro catheter for about 5 cm and it prematurely deployed inside the micro catheter. The subject stent was withdrawn along with the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during mca aneurysm embolization case, physician used a guide wire to bring a micro catheter to the target site. Then he delivered the subject stent into the micro catheter for about 5 cm and it prematurely deployed inside the micro catheter. The subject stent was withdrawn along with the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added, h3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The lot number was confirmed with the packaging returned. The stent was returned within a hub of microcatheter. The microcatheter hub was returned cut. The stent was removed and was found to be deformed. The distal tip of the sheath was damaged. The sdw was kinked. The distal section of the sdw was deformed. Functional testing was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and the stent was prepared as per dfu. The sdw was kinked and deformed. The stent was deformed and was deployed in the returned catheter hub. Based on the event description and the analysis the as reported can be confirmed. The as reported and as analyzed 'stent deployed prematurely during use' as well as the as analyzed sdw kinked/bent, sdw deformed and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.